Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that the up arrow and contrast keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all key contacts.

Event description:
The patient reported that the keypad buttons have been intermittently unresponsive and require multiple hard presses to obtain a response for (B)(6). She stated that she wears the pump in a pump skin attached to her belt, and denied exposing the pump to cleaning products.